Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1999 and a mesh was implanted, concurrently with a insertion of suprapubic tube due to recurrent sui. It was reported that following insertion the patient experienced pain, erosion and urinary problems. The patient underwent a transvaginal urethrolysis on (B)(6) 2000 due to urinary obstruction. The patient underwent a mesh excision, urethrolysis, cystocele repair and vaginal reconstruction on (B)(6) 20112 due to mesh erosion, cystocele and recurrent infections. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent in-fast (influence) bone screw implant. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1999 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Device manufacture date: 6/2/1999.